Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio opened the device to perform a visual examination and observed the system pcb was installed incorrectly. This prevented the device from completing the boot-up cycle. Additionally, physio observed that the energy storage capacitor had also been installed incorrectly and was being held in place by incorrect zip ties. Physio then reinstalled both the system pcb and energy storage capacitor, as well as completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue was use error, due to the device being incorrectly reassembled after a previous repair.

Event description:
The customer contacted physio-control to report that their device does not boot-up correctly. The customer advised that all of the device's display, as well as the led's on the keypad, were flashing and non-responsive. Intermittently the device would power on, but the display would be inverted with the word service across on the display. The word service across the display is indicative of a device lock-up condition. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.